Event description:
It was reported that the patient's vns device was unable to be interrogated at a follow up with his neurologist, believed to be due to battery end of service. A battery life calculation was performed for the generator indicating an estimated 8.1 years until an anticipated near end of service = yes flag would be triggered for the patient. The device was last known to be programmed off as of (B)(6) 2010 (last data point available). No additional relevant information has been obtained to date.

Event description:
Additional information was received that the patient no longer perceives stimulation. No additional relevant information has been obtained to date.